Event description:
The customer reported, the system displayed a generator error message which prevented the system from completing boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep evaluated the system and reseated circuit boards and connections, flashed the memory nodes, and reloaded calibration files. The system operates as intended.